Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a bariatric procedure, the needle broke off of the device. Another device was used to correct this issue. It is unknown if any device component fell into the patient cavity. The last known patient status was fine.